Manufacturer narrative:
Instrument was examined upon return. The distal end tip of the working element was burned on the side and the distal end of the shaft is dented. It is possible that tissue was caught between the return electrode and sheath, or the electrode shorted to the sheath resulting in arcing and possible burn to the patient. We cannot confirm.

Event description:
Allegedly, the doctor performed a hysteroscopic resection of endometrium/polyp on a female patient. She returned 5 days later with a burn to her vagina described by the doctor as a sore white patch to lower left of her vaginal opening; it appeared to be a shallow linear non-infected burn. Doctor feels it will heal by itself. No malfunction of instruments reported.